Event description:
It was reported that the patient experienced shortness of breath, tiredness, swelling in the legs. It was noted that the left ventricular (lv) lead was not capturing and had dislodged. The lv lead was successfully explanted and replaced. The patient was stable.